Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The spouse of a customer reported via phone call that the customer had unexplained high blood glucose of 600 mg/dl. Customer indicated that some insulin shots were taken to correct the high and a new sensor was used. The customer also indicated that they are scheduled to take a class to learn about basal and bolus. The customer declined further troubleshooting.